Event description:
It was reported that the wake button was sticking. The customers blood glucose level was reported in the low 40's mg/dl. Customer consumed glucose tablets to address bg. A replacement pump was arranged to be sent to the customer, who will continue using their current pump for backup therapy.